Event description:
A physician was using an endeavor resolute rx coronary drug eluting stent to treat a lesion in the lad. Device was prepped prior to use with no issues noted. Angiograph result showed 80% diffuse long stenosis, moderate muscle bridge in the distal of lad, 85% diffuse long stenosis in the proximal of d1. The lesion was pre-dilated with a 2.5 x10mm balloon at 6atm. No resistance was noted between the endeavor resolute and other devices used in the procedure and/or during delivery to lesion. However, the endeavor resolute rx stent could not pass the lad lesion due to calcification. Device was noted to be damaged upon removal from the patient- the tip of the device was kinked. The physician changed another stent to complete the surgery. When the device returned to the manufacturing facility, the stent of the device was noted to be damaged. The patient is good, and no clinical were sequelae reported for this event. Evaluation summary: initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however, is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. There was no damage noted to the distal tip. A number of struts on the 1st, 2nd and 3rd proximal stent segments were raised and pulled distally. The remaining segments were intact. (Endeavor resolute is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ failure to deliver stent and stent deformation. Patient¿s condition affected effectiveness of device ¿ 80% stenosis and calcification. Deformation problem. Evaluation conclusions: inherent risk of procedure ¿ failure to deliver stent and stent deformation. Device failure/lack of effectiveness related to patient condition ¿ 80% stenosis and calcification. (B)(4).